Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 29-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found drawer 6.1 on auxiliary row c was not detected on bus. Row c was not present in hardware test application (hta). All row boards displayed proper lights. Re-seated all cables and wires, examined pyxibus cable, and rearranged row c with row b. Cleaned glass and removed debris from row boards. Rebooted device, verified operability in hta, and completed tests successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.